Event description:
The patient alleges that one month after implant, he went to see the doctor, and one of the leads was "not doing right." The patient's wife alleged the lead was broken. A "car accident" was mentioned, with no further indication of when it occurred. The lead was replaced. Additional information was subsequently received reporting that the patient presented to the emergency room with congestive heart failure. Device interrogation revealed high thresholds and variable r-wave sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient alleges that one month after implant, he went to see the doctor, and one of the leads was "not doing right." The patient's wife alleged the lead was broken. A "car accident" was mentioned, with no further indication of when it occurred. The lead was replaced. Additional information was subsequently received reporting that the patient presented to the emergency room with congestive heart failure. Device interrogation revealed high thresholds and variable r-wave sensing. No patient complications have been reported as a result of this event. No conclusion can be drawn device breakage sensitivity high threshold.